Manufacturer narrative:
The patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. The inner member broke between the balloon tip seal bond and distal bond but remained intact to the device. Recurrence of the malfunction could lead to loss of guide wire position resulting in prolongation of the case. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was returned for evaluation. Visual examination found an inner member break between the balloon tip seal bond and distal bond. The balloon was disengaged from the scoring element and a kink was observed on the distal shaft. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
Upon removing the angiosculpt device from the introducer sheath, the tech noticed the balloon disengaged from the scoring element but remained attached at the proximal end of the balloon.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.